Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.

Event description:
This report is for the unknown femoral neck. As part of the abg ii modular hip prosthesis recall, the patient will undergo a revision surgery on (B)(6) 2022.

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels and corrosion involving a abgii modular device was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned devices indicated that black material was observed on the device at the junction of the stem and neck. What appears to be bone remains adhered to the stem. Material analysis: damage consistent with corrosion at the stem and neck junction was observed. No further material analyses were performed. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there been 9 other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinical review ; a review of the provided medical records stated that - following review and assessment of this documentation I can confirm that the patient underwent revision right tha surgery on (B)(6) 2022. Pre-revision laboratory results confirmed elevated serum cobalt levels and a large cystic formation emanating from the hip consistent with an alval tissue reaction yielding an indication for the revision surgery. The limited documentation provided does not allow for determination of a root cause for this problem. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion levels and corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
This report is for the unknown femoral neck. As part of the abg ii modular hip prosthesis recall, the patient will undergo a revision surgery on (B)(6) 2022. Update (B)(6) 2022: diagnosis; chronic hip pain - stryker abg ii modular total hip prosthesis operated in 2010 - high chroma and cobaltemia - suspicion of alval.